Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show "impella defective" alarm (#3, error reading eeprom) when the pump was connected on 9th jan 2025 at 19:06:43 with in 17 seconds. Additionally, after which the pump was connected twice and similar alarms were triggered both times. Device analysis: the console (B)(4) was tested upon arrival at fs, and the reported failure mode was successfully reproduced when the pump was connected. When the impellatronic was replaced with a known good unit, the aic functioned properly, with both the pump and purge cassette connected and tested for several hours without issue. A thorough visual inspection of the internal components was conducted and no other issues were found. Root cause: the root cause for the pump not detected "impella defective (error reading eeprom) - alarm issued" was identified as a malfunction in the impellatronic board.

Event description:
The complainant reported that while connecting an impella cp for a patient support, that a defective impella catheter alarm occurred. They unplugged and attended to connect the pump to the console several times with the same result. They grabbed a different console and the pump connected and primed for normal operation. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.